Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that sometimes the power does not turn on due to failure of the power supply printed circuit board and images are sometimes not displayed due to printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to defective printed circuit board. The screen was also found to occasionally blackout due to the defective printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the high definition lcd monitor's screen did not light up during preparation for use; patient was not under anesthesia at the time. There was no report of delay or patient harm.